Event description:
It was stated that the customer was hospitalized for low blood glucose levels. Prior to the hospitalization, it was stated that the customer was found unconscious. It was also stated by the nurse that the customer is a non-compliant patient and does not manage her diabetes very well. In addition, the medical doctor stated that the customer had not been eating, which contributed to the low blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.